Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, after the first few cuts using the hemopro, the device was pulled out and the harvester noticed the coating on the jaw was cracked, torn and exposing the material under. There was no missing jaw piece reported. A replacement device was used to complete the procedure. No patient complications were reported by the hospital.